Manufacturer narrative:
(B)(4).

Event description:
Corrected information was provided by the surgeon, who reported that a bacterium inspection was not performed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient developed postoperative endophthalmitis. The patient's symptoms improved following steroid treatment. The lens remains implanted. Additional information was provided by the surgeon, who reported that the patient problem was aseptic endophthalmitis and on the third postoperative day the patient experienced difficulty seeing. The following day fibrin was confirmed. Cells in the anterior chamber and hypopyon were also observed. There was no eye pain. Conjunctival hyperemia (mild level) was observed but it was usual postoperative inflammation. The eye drop instillation was switched to a steroid. Antibiotics were started. A bacterium inspection was performed with a negative result. Symptoms started to improve and the patient recovered on the third postoperative week.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a viscoelastic, which is not qualified for use with the cartridge used. A voluntary recall of acrysof restor® and restor® toric iol models occurred on (B)(6), 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. (B)(4).